Manufacturer narrative:
(B)(4).

Event description:
It was reported that the applicator fell apart and the needle was detached. The sensor was inserted into the arm on (B)(6) 2019. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.